Event description:
It was reported that during a hand assisted right nephrectomy. The seal tore and went into pieces. None of the pieces fell into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.